Event description:
It was reported that an ilet user experienced persistent hyperglycemia with the pump and a confirmatory fingerstick both reading ¿high,¿ consistent with blood glucose above 600 mg/dl, after a recent full supply change; the caregiver planned ketone testing and an infusion set change to address a potential infusion or delivery issue. Symptoms included hyperglycemia. Outcomes included user-directed troubleshooting and monitoring without hospitalization. Investigation included customer counseling on ketone assessment, guided troubleshooting, and review of use conditions. Investigation of this case revealed a suspected infusion or delivery disruption as a potential cause, though the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.